Manufacturer narrative:
Date of postoperative breakage is unknown; however, the onset of pain occurred around (B)(6) 2015. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4)- manufacturing date: january 16, 2015 no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a plate osteosynthesis locking compression plate (lcp) procedure on (B)(6) 2015 due to a condylar fracture of the right femur supra. During the procedure, the lcp was locked and strapped. The patient was immobile from (B)(6) 2015 through (B)(6), 2015. Thereafter, the patient resumed walking with the use of a cane. The patient returned to the emergency room on (B)(6) 2015 indicating that pain and "cracking" of the right knee was felt during the night ((B)(6)). Upon waking the next morning, the patient felt right knee pain and was unable to walk. Then, after approximately one (1) hour, the patient experienced lameness without inter-current event. The devices are expected for return indicating removal. However, information pertaining to a revision procedure is unknown. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: on (B)(6) 2015 patient underwent ablation of osteosynthesis material and re-osteosynthesis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: x-rays reviewed by a health care professional who also provided a statement confirming that there is a broken plate as described.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.